Manufacturer narrative:
Evaluation summary: from the investigation results of so: (B)(4), we could not identify the failure leading to the poor image and the cause could not be identified. Correction information: g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result. Additional information: h4: device manufacture date.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states within the (B)(6) stating " there was no video image" involving pentax medical video gastroscope model eg29-i10, serial number (B)(4). The event was observed in the operating room prior to use. There was no report of patient injury, delay in procedure or an event that required medical intervention.

Manufacturer narrative:
(B)(4). The user facility responded to a good faith effort request via email on 08-nov-2021 stating that the patient was not prepped for the procedure and the device was not used for the procedure. The product was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. The customer owned endoscope was received by pentax medical for evaluation on 10-nov-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to confirm the customer complaint but did documented the following inspection findings: air/ water socket o-ring chipped, passed dry leak test, passed wet leak test, customer complaint not duplicated, insertion tube mild crush at stage 3, insertion tube mild crush at stage 2, insertion tube mild crush at stage 1, scope case lock damaged. Although the failure was not confirmed the device will undergo repairs including the following components and be returned to the customer once completed: bending rubber, shield pipe for ccd, signal wire for ccd pr-free, pcb for ccd drive pb-free, electrical connector assy, adjusting collar, angle wire. Model eg29-i10, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. If additional information becomes available, a supplemental report will be filed with the new information.